Manufacturer narrative:
Concomitant medical product: model 3186, scs lead. Therapy date unknown.

Event description:
Reference MFR. Report number: 1627487-2019-05406. It was reported the patient experienced a fall. Diagnostics showed impedance issue. Fluoroscopy prior to the procedure confirmed lead migration. Surgical intervention was undertaken on (B)(6) 2019 during which the existing lead was explanted and replaced. Post operatively issue was resolved. Effective therapy restored post-op.